Event description:
It was reported "caller states that her facility needs to put cathflo into a powerpicc because the line is occluded. Caller requesting the priming volume for 3fr powerpicc." No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq1480 showed no other similar product complaint(s) from this lot number.